Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 26.9 mmol/l and it went down to 14.2 mmol/l after two corrections. Customer stated that they are going through the settings and are also carb counting. Customer is trying to find out if he is going into the hypoglycemic stage and if his liver if being flooded with glucose. Customer was having a scoop of dried fruit and was not sure if it was throwing him off. Customer did an entire set change. Customer treated with a bolus. Pump settings were correct. Customer had a no delivery alarm and bent cannula on (B)(6) 2014. Customer did a line change because the tube was blocked. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.